Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was missing the spacer label in the tubing track. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported missing spacer label in tubing track which was observed as a missing flow label during a visual inspection. The flow label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.